Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged in the insertion site, but the foreign object could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: h10. It was added that the device was reprocessed according to the IFU, and no anomalies were reported by the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. In addition to the foreign material found in the connecting tube, other evaluation findings are as follows: the suction cylinder and the air/water cylinder had no color; the sheet holder unit, the electrical connector, the ID-cover, and the suction connector were corroded due to water leakage; the insulation resistance value at the distal end did not meet the standard value due to adhesive peeling on the bending section cover; the light guide lens was cracked; the universal cord was wrinkled; and there were scratches on the grip, the forceps channel port, the scope cover, the switch box, the right/left knob, the upward/downward knob, and the objective lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had a deteriorated distal sheath adhesive, a crushed angular section, and chipped light beam lens. There was no report of patient harm. The device was returned, evaluated, and foreign material was found in the connecting tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.